Manufacturer narrative:
Date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. (B)(4). Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed one complaint folder, however product evaluation was performed and the complaint issue could not be confirmed, no product deficiency could be identified and therefore no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient right eye due to halos and glare causing difficulty in driving and also could not read without the help of reading glasses. The replacement lens implanted is a model zct150 20.5 diopter lens. No additional surgical/medical intervention required. Patient is doing fabulous post-op 20/20. No further information available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.